Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch 705 showed no recorded quality problems or rejections related to this incident. The patient is doing well. Catheter tip remains in patient. The information in this report is not an admission that this device or any other device is or was defective or dangerous in any way, or caused or contributed to any patient injury.

Event description:
Device failure/user error took place in another country. While placing the catheter for continuous peripheral plexus anesthesia, the catheter sheared of. Stimulation-tip (silver, gold plated) and a max of 0.5mm of the catheter (pa) remain in patient.